Event description:
It was reported the patient felt ¿I the doctors would look at how much was removed it would not be hard to figure out when the device is malfunctioning if it holds 2 g and you haven't said that it should be empty and two months and back 50 days there should be very little left but how come I would have 50% or more.¿ the patient¿s device was removed. Additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because having "very little left but how come I would have 50% or more¿ is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) - ascenda issues with kinks and csf leaks. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes there was a volume discrepancy where the patient felt "there should be very little left but how come I would have 50% or more.¿ concomitant: product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
The medication being delivered via the device was unknown.